Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker exhibited changes in the battery longevity so premature battery depletion (pbd) was suspected. Boston scientific technical services (ts) reviewed the data and analysis confirmed the behavior (depletion) was caused by the patient's worsening condition of atrial arrhythmia. Recommendations were made to try to improve the battery life. At this time, device remains in service. No adverse patient effects were reported.